Event description:
It was reported that the unspecified bd insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the syringe body is twisted.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device matl. #: an invalid material # of 7538493 was provided. Medical device lot #: an invalid lot # of 140370b was provided. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One image of a ml insulin syringe was provided. The customer reported that the syringe body is twisted. The image was reviewed, and it was observed that a syringe was resting on a surface beside a marked line and ruler. The syringe did not appear damaged and was resting on the surface at an angle ¿ indicated by the unevenly placed flange. No defects could be determined based on the image provided alone. This is an older batch and files are retained for 7 years, therefore no DHR review can be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the unspecified bd insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the syringe body is twisted.